Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported device markings / labelling problem (wrong label on device handle). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip xt (50430a1119) was inserted and deployed on the mitral valve. It was noted that the physician thought that he saw the wording ¿mitraclip xtw¿ on the handle. Therefore, there was a discrepancy between the clip actually attached to the cds (which corresponds to the mitraclip xt size and what the physician requested, which was written on the handle. It was noted that there was a match between the batch number written on the handpiece, the label on the brown box, the label on the white and blue box, and the transparent packaging containing the clip. The only discrepancy noted appears to be the wording on the handle. The procedure was completed with two clips implanted, and the mr was reduced to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure.